Event description:
Mother sent letter following up on a previous complaint of patient experiencing problems with the luer lock of the infusion set over the past several years. She indicated that the luer lock separated too easily from the infusion set tubing. Mother stated that the separation had occurred when the "white plastic clamp" was attached, the infusion device was in a clothing pocket. She indicated that the infusion set tubing was very shiny making it difficult to see air bubbles. Mother stated that it was difficult to prepare the infusion set for insertion without locking touching the introducer needle with her fingers. She reported that the connector needle cover was difficult to see through to determine if insulin was dripping out. Mother stated that the "plastic encasement" was thick making it impossible to determine if the skin was red underneath. She indicated that the blue protective cap for the headset could be removed accidently while taking a shower. Mother did not report patient experiencing any physiological effects associated with these issues. No medical assistance was reported. Multiple efforts to contact patient were unsuccessful.